Event description:
It was reported that an angiodynamics 035 j wire stuck in the dilator. The procedure was completed successfully by using a different device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).